Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement procedure, a non-medtronic (symedrix innowi) guidewire was used. The valve was deployed at a starting implant depth of 3mm on the non-coronary cusp and 3mm on the left coronary cusp. However, with the slow final release of the valve from the delivery catheter system (dcs), and without any "push" on the dcs, the valve frame moved down to an approximate implant depth of 9mm. It was noted the results from the implant were "ok", but the movement of the valve made the implant "unpredictable". No intervention was performed and no patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: other medical products in use during the event include: brand name: evolut fx dcs; medtronic product ID: d-evolutfx-34 (lot: unknown); product type: 0195-heart valves; manufactured date: unknown; use by date: unknown; implant date: non-implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement procedure, a non-medtronic (symedrix innowi) guidewire was used. The valve was deployed at a starting implant depth of 3mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). However, with the slow final release of the valve from the delivery catheter system (dcs), and without any "push" on the dcs, the valve frame moved down to an approximate implant depth of 9mm. It was noted the results from the implant were "ok", but the movement of the valve made the implant "unpredictable". No intervention was performed and no patient complications were reported as a result of this event. Additional information was received to report a pre-implant balloon dilation was performed using a 26mm balloon and the patient was temporarily rapid paced at 180bpm during valve deployment.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one cine image of the event was provided for review. There was no fluoroscopic valve load inspection provided. It was reported that the valve was deployed at a starting implant depth of 3mm on the noncoronary cusp (ncc) and 3mm on the left coronary cusp (lcc). Evidence shows the pigtail was not at the nadir of the ncc. Evidence shows the valve appears to be at 3mm on the ncc, but as the valve was deployed, the valve appeared deeper. Evidence shows as the valve was released, it appears that there was slight movement of the bioprostesis. However, the final angiogram was not provided; therefore, final implant depth cannot be confirmed. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.